Manufacturer narrative:
Internal complaint reference: (B)(4). B5, h3, h6: this case was deemed reportable due to the device evaluation performed during preliminary investigation activities. The reported device was received for evaluation. A visual evaluation showed t1, t2, and suture were returned off the needle. The t1 is missing the tip. The actuator is in the pre-t1/post-t2position. Bio debris is present. A functional evaluation showed the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. This evaluation suggests that at this point t1 or both implants were likely already placed inside the capsule and will either be left unsupported or requires medical intervention to remove it from the capsule. Actions taken by surgical staff constitute medical or surgical intervention to preclude permanent damage to a body structure such as the meniscus. This event is considered reportable per applicable regulations.

Event description:
It was reported that, during surgery, the suture of a fast-fix 360 did not come loose, so it could not be used. It is unknown if there was a back-up device available or if there was a delay, but no further complications were reported.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The t1 is missing the tip. The actuator is in the pre-t1/post-t2position. Bio debris is present. A functional evaluation showed the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the material specification found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (failure to fully actuate the device during implantation). Based on this investigation, the need for corrective action is not indicated.